Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device logs found no evidence of the customer's report. Internal inspection found no discrepancies. The color flex cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed vertical rainbow colored lines and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.